Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a piece of the permanent cautery hook instrument fell inside the patient. The customer was able to retrieve and will return the fragment with the instrument. The instrument broke when the surgeon was grasping. There was no report of an instrument collision when the instrument broke. There are no photographic image or video recording related to the issue. The procedure was completed with no reported injury. Additional information was obtained from the robotics coordinator. A grasper was used to retrieve the fragment during the same procedure. The surgeon was cauterizing when the fragment fell into the patient. The instrument was inspected before use and it was unknown how long the instrument was in use when it broke. No post-operative tests were performed and there have been no reports of any complications to the patient post procedure. The fragment and instrument will be returned back for analysis.

Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. The instrument was found to have the conductor wire cap dislodged from its normal position. The cap was still present and was returned with the instrument. This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was also found to have both ears of the distal clevis broken. The broken pieces were not returned, measuring roughly 0.220 inch x 0.256 inch and 0.220 inch x 0.376 inch in size. The instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end on the monopolar yaw pulley. The internal wires were not exposed. There was no material missing and no thermal damage was observed. The electrical continuity was tested and passed. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.